Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was not communicating and displayed an error message indicating it could not be located. The patient reported that they had not charged their scs ipg for 10 months. The scs ipg was confirmed to be inoperable and surgical intervention is anticipated to resolve this issue.

Manufacturer narrative:
A review of labeling shows that the user is informed to not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Based on the information received, the cause of the reported event is consistent with user error.

Event description:
Additional information received indicated the ipg was explanted and replaced. No complications were noted during the procedure. Postoperatively the patient is reportedly experiencing effective therapy.